Event description:
Related manufacturer reference number: 2017865-2023-20556 during a clinic follow-up, the device and right ventricular (rv) lead were observed to have eroded through the patient's skin. The device and rv lead were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Manufacturer narrative:
Visual examination found no malfunctions. Full analysis was not needed.